Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 160mg/dl. The caller stated that the insulin pump alarmed motor error. The infusion set and reservoir were changed. The caller stated while priming the insulin squirted out during, and the device alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk.